Event description:
It was reported that an issue occurred during this pacemaker change out, for normal battery depletion. While the physician was trying to take out the device, there appeared to be a loss of capture, with 2 to 3 seconds of pauses in pacing. Electrocautery was over the device and the device was originally implanted sub-pectoral . Consistent pacing was observed after opening the pocket and exposing the device. No adverse patient effects were reported. This product has been returned. This report will be updated upon analysis completion.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This product has been returned and a device evaluation was completed.